Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, diagnostic testing details and patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, capsular contracture and seroma-late.

Event description:
Healthcare professional reports right side pain, capsular contracture baker grade unknown, and seroma-late. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional information: b.5, b.6, d.7, h.6.

Event description:
Additional report of baker grade iii and "discrete rotation." Device has been explanted.